Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. The customer contact reported the nurse noted "several ml of air after the cassette." The customer contact reported no air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided including when the device was removed from clinical service.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.